Manufacturer narrative:
Additional suspect device components involved in the event: model#: sc-9004-35, serial: (B)(4), description: precision connector m1, 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Redness and swelling were noted. The physician believed that the infection was not device related and procedure related. The infection was suspected to have resulted from the patients non-compliance and also the perm trial patient had lasted longer than it should have. The patient was placed on antibiotics and underwent an explant procedure per physician's preference. The patient was doing well postoperatively.